Event description:
Information received indicates the right head brake caster will not brake effectively when engaged.

Manufacturer narrative:
The technician found there was not enough pressure being placed between the brake pad and the caster. The technician adjusted the brake pad to repair the bed.